Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the physician had trouble removing the paddle lead due to how long it had been implanted in the patient. They stated that the physician tried to remove it, but after some time, they decided to abandon part of the paddle lead. It was noted that the physician spoke with the patient, and let the patient know about the difficulty removing the paddle lead, and the decision to leave part of the paddle lead in the patient. They indicated that the patient was understanding and okay with the paddle lead being partially removed. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome, multiple back operations, and radicular pain syndrome. It was reported that the patient had explant surgery to remove their spinal cord stimulator, but the physician had trouble removing the paddle lead. The rep indicated that implantable neurostimulator (ins) and extensions were removed, and the paddle leads were cut and abandoned in the patient. It was noted that the patient had requested to have the stimulator explanted due to discomfort and irritation at the incision area, where they could feel something under their skin. The patient described receiving no relief from the stimulator, so they did not charge for over 7 months, and let the device go into overdischarge. It was stated that the patient did not recall any instances that may have caused the irritation or discomfort. No device troubleshooting, or repairs were made, as the explant was done upon the physician¿s evaluation. The issue was resolved at the time of the report. No further complications were reported or anticipated.